Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2016. Contact reported that the customer's mother believed that the pump caused the dka. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.